Event description:
I was sent a defective replace philips unit. Philips device sn-(B)(6). They authorized replacement on (B)(6) (ra-316650264) but then when I followed up with them on december 4, they transferred me to someone who said she was denying replacement verbally. No written communication. She also denied returning it under warranty even though the warranty is two years and the unit is less than a year old. I had to buy another machine ¿ they take two years to replace it and then it breaks. The person who denied it is (B)(6). Her email is (B)(6).